Event description:
Staff were intubating a trauma pt and the end of the endotube was loose and came off and could not be found. Pt was not ventilated for a few seconds while staff needed to retrieve another endotube to find a replacement piece. Pt sats dropped into the 80s until piece able to be replaced. Once replaced, sats returned into the 90s and the pt was placed on the vent. No injuries or other issues identified with the pt.